Manufacturer narrative:
Initial reporter facility name (B)(6). The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52 the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that an incorrect medication was loaded into the pca pump. Instead of fentanyl, flolan was infused to the patient. Due to the event, the patient's oxygenation decreased but the blood pressure remained normal. Additional intervention was provided by increasing oxygenation and new syringe of fentanyl was loaded into the pca pump. It was then reported that the patient recovered immediately after the event. It was mentioned that the patient died 9 days later under hospice care. The customer confirmed that there was no device malfunction and that the end user loaded an incorrect medication (flolan) into the pca pump and programed as fentanyl. The customer is requesting the manufacturer review the timeline of the pump to compare with verbal timelines and medication withdrawal. Death was not contributed to the bd device.

Event description:
It was reported that an incorrect medication was loaded into the pca pump. Instead of fentanyl, flolan was infused to the patient. Due to the event, the patient's oxygenation decreased but the blood pressure remained normal. Additional intervention was provided by increasing oxygenation and new syringe of fentanyl was loaded into the pca pump. It was then reported that the patient recovered immediately after the event. It was mentioned that the patient died 9 days later under hospice care. The customer confirmed that there was no device malfunction and that the end user loaded an incorrect medication (flolan) into the pca pump and programed as fentanyl. The customer is requesting the manufacturer review the timeline of the pump to compare with verbal timelines and medication withdrawal. Death was not contributed to the bd device.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported under is not part of the alaris system associated with the pca infusion. Please refer to manufacturer report number 2016493-2021-64223, which captured the correct suspect device per investigation report.